Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced both the main keypad and small keypad assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and observed that the lead button was electrically shorted due to physical damage. Physio-control also further evaluated the removed small keypad assembly and observed that the print button was physically damaged, but there was no evidence of an electrical short at the time of the evaluation. Physical damage to the keypad buttons, however, can result in an electrical short.  If two buttons are shorted at the same time, this can prevent other buttons from functioning when pressed. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was that the lead and print buttons were intermittently shorting at the same time, which prevented the other buttons from functioning when pressed.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the buttons on their device were intermittently not responding when pressed.  The customer advised that when the condition occurred that the device will power on, but no other buttons will work.  As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.